Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Accuracy testing met all specifications. Based on the available information, no product deficiency was identified.

Event description:
The customer observed a false positive troponin-I result on the architect i2000sr analyzer. The following data was provided: the patient had serial troponins ordered and all troponins gave results of 0.20-0.21 ng/ml. The lab considers troponin positive at 0.1 ng/ml (their cutoff). The patient was negative on another method. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).